Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 369 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and found that there were air bubbles in the reservoir tubing. The customer was sent a tubing clamp and new reservoirs. The customer was advised to change the reservoir and infusion sets. No further information was provided.